Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set after an hta procedure, that the patient received a small burn because the tubing was resting up against her perineum. Silvadene cream was applied and the patient was listed as in good condition per the bsc representative, who was present during the case, upon completion, a very minor burn was noticed. He stated that it was very small and almost hard to see ( less than a first degree burn). There were no alarms generated or any signs of fluid loss. The tenaculum stabilizer was used during the case.

Manufacturer narrative:
Similar complaint review: no other complaints were found for lot # 0000031142 the suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.